Manufacturer narrative:
Report of edwards aortic bioprosthetic valve explant due to aortic stenosis and regurgitation with calcification. The explanted device was not returned to manufacturer. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately ten (10) years, was explanted due to prosthetic aortic valve stenosis and regurgitation with calcification. The surgeon noted that there was no malfunction of the valve. The explanted device was replace with another edwards bioprosthetic valve. No other details provided.